Event description:
It was reported that the device air detector module was constantly alarming. No patient injury was reported. Additional information was requested; however, no further information was received.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI is unknown, no product information has been provided to date.

Event description:
Additional information was received via email 6-sep-2022. No patient involvement.

Manufacturer narrative:
Other text: a customer response to the complaint. (Updated b5). The complaint sample was returned with a broken drain valve and a missing fan filter. Due to the air detector being obsolete, the reported problem was duplicated. The complaint was confirmed. The obsolete component was replaced with a new air detector. Repairs were performed. Preventive maintenance was completed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.